Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: st. Jude medical sl0 8.5fr sheath. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch bidirectional sf catheter where the intracardiac signal was lost on the first and second distal electrodes. A cable replacement did not resolve the issue, so the catheter itself was replaced. The case was then continued without patient consequence. Multiple attempts were made to obtain clarification to this part of the complaint. However, no further information was made available on (B)(6) 2017, the biosense webster failure analysis lab discovered that the polyurethane margin at the distal side transition was split open, allowing reddish brown material into the catheter. This condition was not noted prior to use or upon withdrawal of the catheter. There was no difficulty withdrawing the catheter from the patient. The sheath in use was a st. Jude medical sl0 8.5fr. The presence of reddish brown material inside the catheter is an expected finding after these types of procedures, and is not an MDR reportable finding. However, the opening in the polyurethane margin at the distal side transition indicates that the integrity of the catheter was compromised. Exposure to the internal catheter components can cause thrombus in the patient, making this an MDR reportable event. The reportable lab findings were discovered on (B)(6) 2017, making that the awareness date for this event.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch bidirectional sf catheter where the intracardiac signal was lost on the first and second distal electrodes. On 2/14/2017, the biosense webster failure analysis lab discovered that the polyurethane margin at the distal side transition was split open, allowing reddish brown material into the catheter. The returned device was visually inspected, and the peek housing/lumen transition was found to have an open area with reddish brown material inside of it. Per this condition, the catheter was subjected to a deflection test, which failed. The catheter was dissected, and the t-bar was found to have slid down from its proper place. Reddish material was observed in the dissection area as a result of the t-bar issue. Polyurethane residue was also noted near the t-bar anchor point. The dacron assembly was in the correct position, indicating proper assembly during manufacturing. Additionally, catheter deflection is verified several times before leaving the facility. Per the reported event, the catheter was evaluated for electrical resistance and current leakage, which failed on the second electrode. Further examination revealed that the lead wire on the second electrode was broken, causing the improper signal. During the manufacturing process, all catheters are tested and inspected in order to prevent catheters with this type of defect from leaving the facility. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. The root cause of the wire breakage cannot be determined. Additionally, the root cause of the catheter t-bar displacement cannot be determined, since there was evidence of proper assembly during manufacturing.